Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that the delivery catheter was deformed in several locations. The distal tip of the catheter was flattened. Functional testing was performed. The catheter was flushed and the stabilizer was advanced with friction experienced, the flow diverter stent was deployed. There were no anomalies noted to the flow diverter. The stabilizer was unable to be removed from the catheter due to the damage noted to the catheter. Based on the analysis, the reported event was confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the investigation results and available information, it is possible that the anatomical factors present during the clinical procedure caused the reported friction and the damage noted to the device and to the subsequent failure. Therefore, a cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during the procedure the physician unsheathed the flow diverter (subject device) and the device did not open. The physician re-sheathed and unsheathed the device and still the flow diverter would not open. The whole assembly was removed and the a new device was used. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure the physician unsheathed the flow diverter (subject device) and the device did not open. The physician resheathed and unsheathed the device and still the flow diverter would not open. The whole assembly was removed and the a new device was used. There were no clinical consequences to the patient.

Manufacturer narrative:
B1: adverse event/product problem: not applicable. H1: type of reportable event: not applicable. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, there was a little resistance that was felt by the physician because of the tortuosity, also there was some stasis in the vessel also during the procedure which according to physician may be due to pushing of neuron max. The device was returned for analysis and there was some damage noted to the stent delivery catheter which caused friction during stent deployment. It is probable that the anatomical factors present during the clinical procedure caused the reported friction and the damage noted to the device and to the subsequent failure to open/ deploy the stent. An assignable cause of procedural factors will be assigned to the reported and to the analysed events, as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Non-reportable rationale: based on further review, the reported event description, the subject flow diverter failed to open but was recaptured by the operator and successfully removed from the patient¿s body. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Event description:
It was reported that during the procedure the physician unsheathed the flow diverter (subject device) and the device did not open. The physician resheathed and unsheathed the device and still the flow diverter would not open. The whole assembly was removed and the a new device was used. There were no clinical consequences to the patient.